Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the asceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A female patient reported experiencing a fungus while using renu with moistureloc multi-purpose solution. After using the product for a few weeks, she started to get headaches and her vision was affected. She was unable to see properly and her eyes were sensitive. She had a wear a patch over her eye. She reported she did not have any corneal damage or any lesions because her physician treated it in time. According to the physician's assistant, the patient presented in 2006 with blurred vision and irritation. She was treated with unspecified antibiotics. On a follow-up visit 12 days later, the patient was resolved. The lenses were cultured and tested positive for blastomycosis candidiasis. The patient indicated she also contacted the FDA regarding her event.